Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the emergency room the temporary pacing catheter did not inflate properly. As a result, a new ai-07155-ik was retrieved and used successfully. Updated info received on (B)(6) 2012 clarified that the event occurred in the intensive care unit (ICU). Prior to use the catheter was pretested and at that time the balloon did not inflate. As a result, the m.d. Requested another catheter for use. There was a reported delay described as the timeframe required to retrieve and pretest the second ai-07155-ik. There was no reported pt death or injury. Medical/surgical intervention was not needed. The pt was successfully paced and sent to the ICU recovery.